Manufacturer narrative:
(B)(4). The sample was not received for evaluation. The customer reported condition was not confirmed; the root cause could not be determined. A batch review cannot be performed since there was no lot number provided.

Event description:
It was reported that during gravity infusions, an unknown number of interlink buretrol solution sets were found to have air in the lines. The facility reports that after following proper priming instructions, air was still observed in the line. The infusion was stopped and the set was disconnected. Solution was run through to clear the air bubbles and then it was reconnected to the patient. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.